Event description:
The customer received questionable human chorionic gonadotropin + b-subunit (hcg+b) results for two patients. All initial and repeat testing at this account were performed on the same cobas e411 disk analyzer. Patient 1, initial result was 0.329 miu/ml and was reported to the care provider. A second sample was drawn form this patient which generated a hcg+b result of 9000 miu/ml. This prompted the physician to question the initial result and the initial sample was repeated. The initial sample was repeated and generated a value of >10000 miu/ml (accompanied by a data flag). The sample was then diluted 1:100 and generated a value of 34264 miu/ml (accompanied by a data flag). The physician was notified of the corrected result. The patient was admitted to the hospital based on previous diagnosis and history. The erroneous hcg+b result did not affect the patient diagnosis, treatment or condition. Patient 2, female, age (B)(6), initial result, tested (B)(6) 2010, was 0.307 miu/ml and was reported outside the laboratory. The sample was retested at the request of the patient's physician and the repeat result was 0.291 miu/ml. This sample was sent to an outside laboratory, on (B)(6) 2010, for further testing and recovered 409.5 miu/ml. The analyzer used for testing at the outside laboratory was not specified. The same sample was repeated again on (B)(6) 2010, at this account, and recovered 380.2 miu/ml (accompanied by a data flag). Patient 2 was not affected by the event. This patient was known to be pregnant which caused her physician to request the sample be repeated. The hcg+b reagent lot number was 15739702. The field service representative could not duplicate the issue. He ran performance tests and performed calibration and quality control which were within specification.

Manufacturer narrative:
A specific root cause could not be identified with the information provided. Neither patient was adversely affected by the discrepant results.